Event description:
It was reported that during a trochanteric fixation nail (tfn) procedure, the surgeon noticed that the threads were marred on the helical blade guide sleeve and the associated compression nut. The surgeon used a spanner wrench to force the helical blade guide sleeve into the proper position. The procedure was completed without broken pieces. This is 1 of 2 reports for the same event.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR. Manufacturing evaluation reports that the sample was received showing post manufacturing abrasions and score marks along length. The threaded portion of the device showed damage to the threads. Due to the damaged condition of the thread measurement could not be completed. The thread showed evidence of having come in contact with something unknown, causing the threads to become flattened at the thread crest. A review of the device history record did not show conditions that could have contributed to the reported event. This complaint is considered indeterminate from a manufacturing perspective.

Manufacturer narrative:
Synthes is submitting this report as a result of remediation activities related to FDA warning letter dated february 2012. Blank fields on this form indicate the information is unknown, unavailable or unchanged. Device(s) listed in this report is (are) used for treatment, not diagnosis. Any additional information received regarding this event after filing this report shall be filed on a supplemental MDR.(B)(4)

Event description:
This is report 1 of 2 for this complaint (B)(4)